Event description:
It was reported that the filterwire could not go down the artery and pull back smoothly. The device was introduced into the pt after prepping and flushing the wire normally. The physician decided to stop using the filterwire, as it was felt there was potential to injure the pt's arteries due to the difficulties. The procedure was completed with no pt complications. The pt was reported to be stable post procedure.